Event description:
Review of the pt's vns diagnostics history found that on (B)(6) 2009, systems diagnostics indicated the pt's impedance value was 586 ohms which is below the current low impedance threshold (i.e. 600 ohms) indicative of a short circuit condition of the lead. No adverse events have been reported. A review of programming history associated with the pt's previous generator revealed a dramatic drop in dcdc code between (B)(6) 2003 and (B)(6) 2005. Attempts to the pt's physician for further info on any effects on the pt's condition have been unsuccessful to date.

Manufacturer narrative:
Describe event or problem, corrected data:follow-up report #2 inadvertently indicated attempts for the return of the explanted generator are in progress; instead of attempts for the return of the explanted lead are in progress.

Event description:
Additional information was received from the neurologist indicating that the patient has been experiencing a return of seizures for some time. The physician was not sure if any trauma or manipulation had occurred. Patient's seizure frequency is known to fluctuate which makes difficult to determine if any medication changes or other factors may be contributing to the increased seizures. An implant card was later received indicating that the lead has been replaced. The reasons for replacement were noted as "pre-op high impedance" and "insulation stripped off." Lead impedance was noted as "ok" following surgery. Attempts for the return of the explanted generator are in progress.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. An abraded opening is suspected at the returned end however device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.(B)(4).

Event description:
The explanted lead has been received and is currently undergoing analysis.

Event description:
Analysis of the returned lead has been completed. The majority of the lead was not returned. A suspected abraded opening was observed at the end of the returned portion of the lead. Slight pitting was observed on the negative lead pin. No discontinuities were observed.

Manufacturer narrative:
Analysis of programming history. Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
Attempts for the return of the explanted lead have been unsuccessful to date.